Event description:
Surgeon, reported via our sales rep., during a surgery, the head of the banjo screw broke off when attempting to insert the screw. The surgery was completed by using an additional k-wire.

Manufacturer narrative:
It is not known at this time why the device is not being returned for investigation. Additional information has been requested and if received, will be provided on a supplemental report.